Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no alarms on the g5 application and an adverse event. It was reported that the patient's low alarm did not go off on the g5 application. It was indicated that the patient's blood glucose (bg) value dropped to 23 mg/dl, causing the patient to have a seizure and the paramedics were called. It is unknown what type of treatment was provided by the paramedics as the patient did not wish to provide further event details. At the time of contact, the patient was in stable condition. No additional patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.